Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) performed an instrument check that did not pass. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 8000 cobas ise module (double). Patient 1 initial result was 138.8 mmol/l. The repeat result was 158.7 mmol/l. Patient 2 initial result was 153.0 mmol/l. The repeat result was 142.4 mmol/l.

Manufacturer narrative:
The field service engineer (fse) found damaged reference line tubing and replaced the tubing and dilution cup. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.